Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to skin erosion and pain at the device site. On (B)(6) 2010, it was stated the pt's device was overdischarged, and the pt had not charged their device in over three months. Information later received from the pt health care provider showed the device was removed. The pt outcome was reported as "no injury."